Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. Dirt and dust was observed in the device's oxygen blending module flow path. The device's oxygen blending module flow path was cleaned to address the issue.

Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. The device was not in pt use.